Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced an unknown injury.according to the physician's office, after the procedure, the patient reported having dysuria, urinary incontinence, and has to be catheterized 2-3 times a day.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.